Event description:
It was reported by the patient that their heart rate was not being properly regulated with exercise causing them to feel lightheaded and clammy. Follow up with the clinic revealed the implantable pulse generator (ipg) was functioning as expected but had out of date software and needed to be updated. The software was updated and the upper tracking rate was programmed to 171 beats per minute. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.